Event description:
During eval of a returned homechoice device, a baxter tech identified a potential overfill situation. During drain 2 of therapy on (B) (6) 2007, the home pt had an ultrafiltration (uf) of 562 ml following a fill volume of 1500 ml, indicating that the pt drained 2062ml (1500+562=2062). No further info regarding this event could be obtained despite a request by baxter.

Manufacturer narrative:
(B) (4). Add'l 510(k)- k923065. Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to the overfill identified during the eval. Based on a review of all available log data combined with available decision tree info, the most probable cause of the overfill was determined to be insufficient drain/false empty detect and user error, inappropriate bypass of a low drain volume alarm.